Event description:
Sterilizer door was opened after processing a liquid cycle. The chamber had sufficient quantities of hot water to cause burning. The operator "ts" was severely burned by hot liquids on both hands, wrists and upper ankles. The full extent and severity of the burns are undetermined. The operator (ts) received medical treatment for burns.